Event description:
It was reported that piccs are mis-marked on the measurements. Missing about 10cm has led to multiple inaccurate PICC trims. I was training a brand new PICC placer and the first PICC she used we noticed the lack of markings and stopped the procedure and got a new kit. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markers for a powerpicc catheter is confirmed and was determined to be related to the manufacture of the product. One 4 fr s/l powerpicc catheter with a t-lock and 3cg stylet was returned for evaluation. An initial visual observation of the returned catheter and stylet revealed no obvious use residues throughout the device. The stylet was observed to be pulled out slightly from the rubber septum. Two small bends were observed at the proximal end of the stylet. It was observed that the depth markers were missing from the 23 cm depth marker to the 30 cm depth marker. The catheter was observed to be trimmed at the 42 cm depth marker. An initial visual observation of the returned photograph showed an opened PICC kit with someone holding a catheter taught over the kit tray. A microscopic observation revealed no obvious use residues throughout the device. The depth markings from the 23 cm depth marker to the 30 cm depth marker were observed to be missing from the device. This failure was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.